Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review cannot be performed due to lack of lot/serial number information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the video adapter lens was flooded, and coupler lock was corroded. There was no patient involvement.